Event description:
The clinician reports the implant was inserted (B)(6) 2019 in ada 14. On (B)(6) 2021, loss of osseointegration was verified. No product was returned to the manufacturer. There were no patient operative or post-operative complications reported.

Event description:
The clinician reports the implant was inserted (B)(6) 2019 in ada 14. On (B)(6) 2021, loss of osseointegration was verified. Patient presented with bone type iii and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.